Event description:
It was reported that a large number of sensing integrity counts (i.e., 504) had occurred in the preceding two weeks. During range-of-motion and isometric maneuvers in the office, non-physiologic oversensing was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.